Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not powering up. A field service engineer (fse) replaced the drawer controller for main drawer 6.1 to resolve the issue and confirmed the unit was powering up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not powering on and was offline in remote support services (rss). The customer also mentioned that there was beeping noise from the device and it had a black screen. The customer tried to reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.